Event description:
It has been reported that the syringe 20ml ll 120/pkg has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: several incidents have been reported to address occlusion problems in pediatrics (intensive care unit and pediatric surgery) in the infusion of a solution of perfalgan (management of pain). This solution has always been administered in the same way via a syringe to achieve. To avoid overdose problems (internal hug protocol). A plastipak luer lock bd syringe (10 ml, 20 ml or 50 ml) is used.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected lot 1808237, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Four retained samples of the sample lot were used for additional evaluation. The product was visually inspected, no damage or molding defects were identified. Product undergoes a series of testing and inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805260, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-07. Medical device lot #: 1806257, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 20ml ll 120/pkg has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: several incidents have been reported to address occlusion problems in pediatrics (intensive care unit and pediatric surgery) in the infusion of a solution of perfalgan (management of pain). This solution has always been administered in the same way via a syringe to achieve. To avoid overdose problems (internal hug protocol). A plastipak luer lock bd syringe (10 ml, 20 ml or 50 ml) is used.